Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple cartridges leaked. Reportedly, the customer does not know the location of the leak. However, the customer stated that they felt insulin on their fingers while filling the cartridge with insulin. It was noted that the customer continued to use the same cartridge. Reportedly, the customer does not think the event impacted their blood glucose level.